Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on on (B)(6) 2023 . On (B)(6) 2023 , it was reported by the patient's child that the patient experienced inaccurate cgm values which occurred one day after the sensor had been inserted in the abdomen. The patient was at a store when she became diaphoretic, clammy, fell, and passed out. The patient hit her head and sustained a cut that was bleeding. There was no bg taken at that time. The cgm was 131 mg/dl. The patient was treated with carbohydrates and an ambulance was called. The cgm reading when emergency medical service arrived was 121 mg/dl and the bg was 175 mg/dl an unspecified time after treatment. The patient's head wound was covered, and the patient was transported to the emergency department (ed). At the hospital, the patient underwent a CT scan and received 3 staples to her head wound. There was no additional information about bg or cgm reading upon arrival at the ed. No additional documentation of further medical evaluation or intervention was provided. At the time of the report, the patient was experiencing soreness in her head wound. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.